Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "overinfusion". "During administration of heparin icb (25,000/250, 1100u/h) at pm (approx. 5 pm) the pm (approx. 5 pm) an empty drug preparation flask was observed (start of therapy at 7 am), however, the volume infused recorded on the infused volume recorded on the device indicates only half of the volume administered. Ttpk test at pm increased 227.3." "

Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "overinfusion". "During administration of heparin icb (25,000/250, 1100u/h) at pm (approx. 5 pm) the pm (approx. 5 pm) an empty drug preparation flask was observed (start of therapy at 7 am), however, the volume infused recorded on the infused volume recorded on the device indicates only half of the volume administered. Ttpk test at pm increased 227.3." "

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). A visual inspection was performed. No damage was found. A functional test was performed. The device passed the self test. A space line was inserted, and the pump identified the line and it could be selected from the menu. It was possible to put the pump in operation. The device history files were read and analysed. The history files from (B)(6) 2022 was investigated. At 06:55 a.m. A volume to be infused of 103.16 ml was set. One minute later at 6:56 a.m. A space line was inserted. At 7:01 a.m. A rate with the value of 11 ml/h was set. Between 13:30 p.m. - 16:26 p.m., the infusion was started and stopped again and again. The history did not show any abnomalies. The downstream-sensor the electronic pressure cut-off and the mechanical pressure limitation of the device were tested according to the requirements of the technical safety check. Furthermore the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device matched the required values and standards. All measured values were within our specification. A delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal feed rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of (B)(4). During the investigation of the inside of the device it could be detected that the door bolt drive had an audible fault of the gears. The reason for the damage could not be detected. The complaint could not be confirmed. Summing up all tests, the infusomat space operated within our specification. No product deviation.